Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2014-01716 addresses the first device, while manufacturer report # 3005099803-2014-01717 references the second device. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure in the pylorus performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, while they were advancing the balloon out of the scope, the catheter kinked and the black exit marker folded on itself like an accordion. The same issue occurred with the second balloon; the black exit marker became scrunched up causing the device not to push further through the scope. It was confirmed from the account that there were no pieces of the black exit marker had detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of exit marker bunched. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.